Event description:
It was reported that the cassette was not locking. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. B5: additional information received on 16-sep-2022 via email and attached to complaint object: no patient involvement. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that the tamper seal was missing, and the lock will not release. There was no evidence of the reported problem (error) being recorded in event history log. The reported problem was duplicated. The investigation showed an inoperable latch optic flex sensor. For corrective action, the latch/lock flex was replaced. The source of the problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: correction: model number: 2120.